Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. Later it was found that the device reverted to safety mode. As a result, it was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.